Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was available for evaluation but has not yet been received. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device experienced a fail-safe problem that could result in unintended activation. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was received. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device had no problem found.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device experienced a fail-safe problem that could result in unintended activation. 1 event had no patient involvement; no patient impact.